Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, nurse found obturator difficult to pass through trocar due to catching. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the return product noted that the device was received opened from its original packaging. The obturator was received inserted into the cannula, prolonged insertion can cause the envelope seal to become stretched. The obturator, cannula, trocar and circular seal appeared intact. The obturator was removed and inserted cleanly. Pmv performed functional testing, the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.